Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose level was 359 mg/dl and 116 mg/dl. The customer treated with the manual injection. Customer reported that there was no response with the up and down arrows and buttons are not responding. Customer also reported that insulin pump had time clock anomaly. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch .no button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.